Event description:
A customer contacted (B)(4) regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the caregiver (cg) to push the spike into heater bag. The cg stated the lines were priming. On (B)(6) 2010 product surveillance spoke with the home patient's (hp) husband who stated the night of this incident he set up as normal and noted no issues with supplies. The husband stated he used a cxd assistive device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. This report was not confirmed in the lab due to a lack of sample; however, based on the information obtained from baxter's investigation the cause of the alarm was that one of the supply bags was not fully spiked. The use error and proper user instructions are address in homechoice apd systems patient at-home guide. The guide instructs to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.